Event description:
It was reported that pieces of the device broke off during a procedure. In each case, the pieces were completely retrieved, and the patient was not harmed.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).